Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd neoflon¿ IV cannula broke during use when inserting it into the vein, which could not be punctured as a result. The following information was provided by the initial reporter: "a pediatrician claims that when inserting the cannulas, they kind of break and the vein cannot be punctured, which is why children have to be punctured several times."

Manufacturer narrative:
H.6. Investigation summary: twelve representative samples were received by our quality team for evaluation. All of the representative samples were subjected to visual inspection, tip od measurement, bevel angle measurement and penetration test. The twelve representative samples passed the inspection criteria. No abnormality was observed; therefore, the incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, no probable root cause could be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd neoflon¿ IV cannula broke during use when inserting it into the vein, which could not be punctured as a result. The following information was provided by the initial reporter: "a pediatrician claims that when inserting the cannulas, they kind of break and the vene cannot be punctured, which is why children have to be punctured several times."